Event description:
It was reported that during a ptca/stent procedure the stent was advanced across the lesion in the left anterior descending, and upon inflation the stent delivery system (sds) inflated in an unusual manner. Angiography revealed that the stent had been deployed distal to the target lesion. No attempt was made to place a stent at the lesion site due to lesion morphology. No pt injury was reported.